Event description:
It was reported the patient's heart rate was in the "80s and 90s" and patient was feeling "heavy heart beat" and some pain in upper chest. Follow up with the physician's office revealed patient was seen and rate response was turned off. Device is functioning normally and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.